Manufacturer narrative:
The device was returned to olympus for inspection when the reportable malfunction was identified. Based on the results of the investigation, a definitive root cause could not be established. It is likely the following led to the malfunction: the tip of the instrument could not be seen in the endoscope's field of view or because high-frequency ablation was applied when the instrument was close to the endoscope's tip. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection by olympus that the videoscope¿s plastic distal end cover was burnt. There were no reports of patient involvement.